Event description:
The initial reporter stated that they received an erroneous result for one patient tested with coaguchek xs meter serial number (B)(4). At 10:57 a.m., a sample from the patient was tested using the meter, resulting with a value of 1.9 inr. The patient's physician requested laboratory testing due to the result being low for the patient. At 11:07 a.m., a sample from the patient was tested in the laboratory using an unknown method, resulting with a value of 3.6 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment or a change in medication based on the meter result. The patient's current condition is good. The patient's therapeutic range is 2.0 - 3.0 inr. The patient's testing frequency is every two weeks. The heater plate of the meter has not been cleaned recently. The patient's diltiazem medication has been replaced with coreg since last tested. The reporter's product was requested for investigation and replacement product was sent to the reporter. Relevant retention test strips (lot 361437) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The reporter's meter and remaining test strips were provided for investigation where they were tested using retention controls. Testing results (qc range = 2.4 - 3.6 inr): qc 1: 3.1 inr, qc 2: 3.0 inr, qc 3: 3.1 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 4%. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.